Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a general comment that, during transcatheter aortic valve replacement procedures, it was observed that the proglide feet were stuck open and were not able to go back inside the guide. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to manufacturing, tissue or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.g3 - date received by mfg updated.